Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had a heart attack in january, so they were running tests the night they had the heart attack and had to turn the stimulation off and they did not have their equipment with them in the hospital. Patient said they didn't know how their stimulation was turned off, but they needed to turn it back on because their body had been hurting really bad since february. Agent had patient power on controller and connect recharger. Patient reported controller battery was at 80% and implant was at 60%. Agent walked patient through turning stimulation on and patient confirmed they saw the green box around the letter b; intensity at 0.9 and pulse at 250 (patient said they were unable to make adjustments, but no mention of an error screen or alert). The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed patient should consider following up with their hcp if they don't feel they are getting therapeutic relief from stim, as they may need reprogramming in that situation. The reason for call was patient reported they can't increase or decrease on group b. Patient stated they had a heart attack in january so they "forgot how to do this" (agent understood that patient forgot how to turn stimulation on and off.) When asked event date patient said that they were in the hospital for 13 days in february and did not have the controller with them(patient was not clear on the event date) and when they got out of the hospital their stimulation was off and their body felt like they got hit by 3 buses so they had to charge their controller and implant. During the call patient stated they were trying to change groups but they were getting no device found. Patient confirmed they were not connected to the recharger. After troubleshooting, the patient was no longer seeing no device found while trying to change groups. Patient stated that they have group a, b, and c. Patient reviewed stimulation turn on and off button, patient turned the stimulation on group b. Agent reviewed with patient that they had the option to change to different groups if they wanted to. The patient was redirected to their healthcare provider for any programming related concerns.